Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The proximal end of the trunk-ipsilateral leg was placed at 1.5 - 2.0 cm distal to the lowest renal artery. A follow-up CT imaging showed aneurysm enlargement and a suspected type ia endoleak. On (B)(6) 2022, an additional procedure was performed. An aortic extender was additionally placed just distal the lowest renal artery. The patient tolerated the procedure.